Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # rd118850, cup, lot # 163980, item # 21-103204, femoral stem, lot # 163850. Legal notification. Multiple reports are being submitted for this event. Please see associated reports: 0001825034-2017-09691, 0001825034-2018-03328.

Event description:
It was reported that a patient underwent approximately 11 years post implantation due to patient allegations of pain, elevated metal ions, implant wear, and alval. Operative notes indicate mild trunnionosis. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of revision operative notes states bilateral patient underwent left hip revision due to the presence of adverse local tissue response. There was a mild amount of trunnionosis present, but no stability or interface compromises. The surgeon also noted a slight leg length discrepancy. The acetabular shell and femoral stem were noted to be well fixed. The femoral head was removed and the patient was revised to a dual mobility articulating system.